Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high impedance and noise. No intervention or patient symptoms were reported. The patient would be monitored.